Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility clinic manager reported that an external dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood was visually confirmed to be leaking from both headers of the dialyzer. There was no machine alarm, nor was an alarm expected. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 230 cubic centimeters (cc) as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation.